Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt reported that the lithium battery that came with the pump lasted for 2 weeks and that the battery was very warm to touch. The pt replaced the lithium battery with an alkaline battery and was able to complete the full rewind, load and prime steps. A replacement battery was also sent to the pt at the time. On (B)(6) 2011 (almost 2 weeks later), the pt contacted animas again to report a short battery life issue with the alkaline battery. The pt denies any pump damage. The pt denied suffering from any injuries as a result of the reported issue. During the call made on (B)(6) 2011, the pt reported that her blood glucose readings have been erratic for the past 2 weeks. She stated that her blood glucose levels are low during the day and elevated overnight. The pt's lowest reported bg during the day was in the 50's mg/dl with unspecified hypoglycemic symptoms: the pt self-treated with glucose tablets or juice without assistance. The pt's highest reported bg overnight was 339 mg/dl with no symptoms. The animas customer service rep went through troubleshooting with the pt and did not find any indication of a mechanical problem with the pump. The pt confirmed that the pump settings were correct. The pt was advised to consult with her health care professional in regards to the pump settings. There was no indication that the device caused or contributed to an adverse event. The pt's reported bg readings and treatment do not meet the criteria of a serious injury. However, this complaint is being reported due to the alleged short battery life and warm pump. A replacement pump was sent to the pt.